Event description:
Pt had first revision (B)(6) 2009 due to toxic levels of metal in blood and reactions to metal. Pt experienced inflammation and tissue damage caused implant to dislocate. Pt was again revised (B)(6) 2011 for dislocation and again (B)(6) 2011. Pt had to wear a brace for dislocation which affected her quality of life. Pt has had a total of 3 surgeries and 11 dislocations since original implant. The last implant used, is a different MFR and a larger head was used.